Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit emitted an electronic burn smell; the biomed at the account suspected an electrical short. It is unknown whether this issue occurred during a procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit emitted an electronic burn smell; the biomed at the account suspected an electrical short. It is unknown whether this issue occurred during a procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant confirmed that the issue was not caused by the endostat iii. Rather, other equipment was found to have caused the problem. The complainant no longer alleges a malfunction of this device; therefore, this is no longer considered a reportable event. Device is being retained at the site for continued use and will not be returned for evaluation.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.